Event description:
Reporter stated the time and date was lost after a battery change on the pump on (B)(6) 2014. Patient stated when he woke up he was unable to react with a blood glucose level of 1.8 mmol/l (measured by his mother). Patient stated he was not able to self-treat, so his mother gave him an injection (glucagon) and after 15 minutes he was able to eat 4 pieces of grape sugar by himself. Patient reported he felt fine again and went to work. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.